Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support had the customer perform a system check and the occlusion was possibly related to the cartridge. Customer's blood glucose was not impacted.